Event description:
It was reported that the aq2015a three piece silicone lens got caught in the cartridge and was torn into small fragments. There was no patient contact. The reporter believe the incident was caused by the cartridge.

Manufacturer narrative:
(B)(4). Evaluation codes: conclusion: (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).